Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg, ICD, implanted: (B)(6) 2010; 4076-45, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was admitted into the emergency room due to symptoms of dizziness and receiving inappropriate shocks. It was determined that the right ventricular (rv) lead contained an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.